Event description:
Additional information was obtained. A replacement procedure was performed. During the procedure, visual observation did not reveal any lead defects, however difficulty was encountered loosening the set screws. This lead was replaced successfully.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed noise and oversensing resulting in pacing inhibition greater than two seconds asystole. In addition, impedance measurements have dropped suddenly and occasional undersensing were noted. An internal technical service consultant was contacted and determined the morphology of the noise appeared indicative of mechanical noise or due to a lead issue. Further lead isometrics and an x-ray of the lead and device connection were recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. A decision regarding a revision procedure will be made in the future. Should additional information become available, this event will be updated.